Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there are black spots displayed on the touchscreen. Reportedly, the spots are blocking graphics and text. Customer's blood glucose level was not impacted. Reportedly, customer will continue to use the pump for insulin therapy.